Event description:
Contact states that the meter is stiff and the strips do not come out all the way. The contact also states that the meter is not showing all of the first number. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.